Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the dowel pin and latch cover were bent. He replaced the dowel pin and latch cover to repair the bed.